Event description:
A medtronic rep reported inaccuracies and difficulties with registration during an ent surgery using the fusion navigation system. There was no impact on pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report. The software investigation found that the scan was not to protocol. The software behaved as designed.